Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-13927. It was reported the pt was experiencing autoreducing. X-rays revealed no anomalies. Lead diagnostic testing revealed several electrodes had high impedances. Reprogramming was able to provide stimulation using existing electrodes. Follow-up info identified one of the pt's leads was fractured. The pt underwent a procedure on (B)(6) 2013 and one of her leads was explanted and replaced. The pt was receiving effective stimulation post procedure.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.